Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted. They took the patient (pt) to the cardiothoracic surgery intensive care unit (ctsicu) & they were getting "helium loss 2 and high baseline" alarms about every 1-2 minutes: there was no blood in the line. They could not find any kink to the catheter & all of the connections were tight. The pt's heart rate was only 85 bpm. Pt was in a sinus rhythm with frequent premature atrial contractions (pac). The balloon pressure waveform (bpw) did not have a significantly wide inflation or deflation artifact. There was a notching on the return to baseline. They called the hotline for troubleshooting. We assisted them in doing an internal leak test on the balloon & were able to determine that the problem was in the balloon. The recommendation was to have the balloon removed. The cardiology fellow had pt put on a 1:4 assist ratio & ratio & pt was tolerating this, so the balloon was removed. Md did not insert another iab. Pt was stable without iab support.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.